Event description:
The account alleges that the device will not go into trendelenburg.

Manufacturer narrative:
The account states that the device has been repaired. The account does not know who conducted the repair, or what specifically was done to repair the device, but the account informed hill-rom that the device was repaired and returned to service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.